Manufacturer narrative:
Insulin pump received with unresponsive button due to corroded keypad traces. The device passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. No button error alarm was observed during the analysis. A crcaked case and scratched lcd window also noted.

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 94mg/dl. The customer stated being in the hospital. Attempted to contact the customer twice to get more information on the hospitalization with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.